Manufacturer narrative:
The physician did not indicate any anomalies prior to use. There was no indication regarding a device kink during the procedure. It is unknown if the stent move or shift during the procedure. Heartrail 6fr sl3.5 guide catheter, aquamarine 2.75/13mm balloon and cypher select plus 2.5/28mm. The product, cypher select plus (B)(4), is not distributed in the united states, however, it is similar to the cypher sirolimus eluting-coronary stent distributed in the united states. The product was returned for evaluation, however, the engineering analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that the patient was admitted with a 99% stenosis in the mid to distal left anterior descending artery. The lesion was de-novo, heavily calcified and moderately tortuous. After crossing with a sion guidewire, pre-dilation was conducted with a 2.75 x 13mm aquamarine balloon and ivus was conducted. A 2.5 x 28mm cypher select plus was implanted in the distal lad without difficulty. Then, a 3.0 x 33mm cypher select plus was delivered to the lesion to overlap the initially implanted cypher select plus, but it was caught at something and would not cross further. The physician pushed the sds several times, but the stent became flared at the proximal end and so stopped using it. A different cypher select plus of the same size was implanted without problem and ivus was conducted. The stent appeared normal prior to inserting it into the patient. It is unknown where the cypher select plus 3.0/33mm became caught. The physician did not mention that there was excessive force applied to the device during insertion. The 3.0 x 33 cypher select plus was removed through the guiding catheter. The procedure was completed safely. There was no patient injury reported. The product will be returned for analysis.

Manufacturer narrative:
The 3.0x33mm cypher select plus was delivered to the 99% stenosed mid to distal left anterior descending (lad) artery in order to overlap the initially implanted cypher; however, it 'caught at something" and would not cross further. The sds was pushed several times, but it was reported that the stent became flared at the proximal end. Therefore, its use was discontinued. The stent and delivery system were withdrawn through the guiding catheter. The procedure was completed safely. There was no patient injury reported. The lesion was de-novo, heavily calcified and moderately tortuous. The stent appeared normal prior to inserting it into the patient. After crossing with a sion guidewire, pre-dilation was conducted with a 2.75 x 13mm aquamarine balloon and ivus was conducted. A 2.5 x 28mm cypher select plus was implanted in the distal lad without difficulty. Then, the 3.0 x 33mm cypher select plus was delivered to the lesion to overlap the initially implanted cypher select plus, but it was caught at something and would not cross further. The physician pushed the sds several times but the stent became flared at the proximal end and so stopped using it. It is unknown where the device became caught; it is not known if it caught in the previous stent or whether it caught in the stenotic lesion. With follow-up investigation, it was reported that there was no indication kinking of the device during the procedure and it is unknown if the stent moved or shifted during the procedure. A different cypher select plus of the same size was implanted without problem and ivus was conducted. One non sterile cypher select plus 3.00mm x 33mm was received coiled inside a plastic bag. The sds was bent at distal area. The stent struts were uplifted on distal section, and the omegas were squeezed causing the stent movement towards proximal section of the balloon. Marks of bumping and crimping could be observed on the uncovered section of the balloon where the stent had been. Crossing profile could not be measure due to the received condition of the stent. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported crossing failure could not be evaluated with functional testing. The reported proximal strut uplift was not confirmed; however, distal strut uplift wit proximal movement was confirmed on the returned device. Difficulty crossing a lesion of an anatomical structure is a known procedural occurrence. These types of difficulties occurring during the clinical use of the device are usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient's anatomy, vessel characteristics, operator's technique and appropriate device selection. Although the relationship between the failure to cross and the product itself cannot be conclusively determined, factors such as tortuous vessels, calcified lesions and interaction with previously placed stent are possible contributing factors. The outlined withdrawal process in the instructions for use indicates that if the stent is outside of the guiding catheter, the guiding catheter and stent delivery system should be withdrawn as unit. It is possible that vessel/lesion characteristics along with manipulation of the device and interaction with the concomitant device contributed to the proximal stent uplift, damage and proximal displacement noted on the return device. With review of the device history records and the product analysis, there is no indication that the event and damages found on the device are related to the manufacturing process. Therefore, no corrective or preventive action will be taken.